Manufacturer narrative:
Concomitant products: 3055601 ¿ skeeter oto-tool drill; serial number - (B)(4); lot number ¿ 34595700; manufactured date ¿ july 14, 2004; UDI number ¿ (B)(4); 510k number - k833874. The product analysis indicates that the reported issue was confirmed. The broken bur was found stuck inside the handpiece and the motor was faulty. The broken bur was removed and the motor was replaced. The handpiece was successfully tested to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative, the bur broke and was stuck inside the handpiece. The bur break resulted in a fragment(s) that required retrieval from inside the patient. The fragment(s) was successfully retrieved with no additional surgical procedure or equipment needed.